Event description:
On (B)(6) 2013 four pieces broke off essure coil during deployment in right remaining tube. Was told and it was written in my operating report by the doctor and essure rep that this happened to patients before with no effect on hsg confirming occlusion. Had severe abdominal pain for a month afterwards. On (B)(6) 2013 follow up hsg showed that the coil had migrated near the end of the tube nearest the ovary and no occlusion had taken place. On (B)(6) 2013 doctor stated the only way to know if coil has perforated the tube, is by having surgery. Still have moderate-severe pain on right side in location of coil, especially during ovulation, after intercourse and exercise. Have developed severe psoriasis on scalp, which I never had prior to essure. I was never tested for a nickel allergy prior to procedure, which I've found out afterwards should have been done.